Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device should not have been reported under this MFR number. The initial report should be voided, as a corrected report has been submitted on zimmer MFR# 0001822565-2017-08423.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown head, unknown. Unknown, unknown cup, unknown. Unknown, unknown stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10457, 0001825034 - 2017 - 10459, 0001825034 - 2017 - 10460.

Event description:
It was reported that the patient's left hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.